Manufacturer narrative:
(B)(4). Eval, results, conclusion: (endoleak). (Short aortic neck).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx five months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that currently the pt presented emergently approx one month ago. A CT was done and demonstrated that there was a partially contained 10 - 12cm in diameter ruptured aneurysm, stent graft migration and type I endoleak and short aortic neck (ref MFR # 2953200-2011-00834). The pt was taken for intervention. A 32 mm talent aortic cuff was implanted; however, the endoleak did not resolve. A 34 mm talent cuff was then implanted, but the endoleak remained (ref MFR # 2953200-2011-00836). The decision was made to implant a 32 mm talent converter and the migration was resolved and the endoleak improved; however, there was still a minor type I endoleak, which will be monitored in 30 days (ref MFR # 2953200-2011-00837). A femoral to femoral bypass was performed followed by placement of another MFR's occluder. No add'l clinical sequelae were reported, and the pt is fine.